Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. In addition, the user guide was reviewed, and it states as a warning before starting the treatment, you must use aseptic technique as directed by your peritoneal dialysis nurse to prevent infection. At this time the reported incident could be attributed to end user error in accordance to the complaint description. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] for a pd patient contacted fresenius customer service to report the patient was hospitalized due to peritonitis. The peritonitis was reportedly not related to use of the liberty select cycler, pd therapy, or other product. Additional information was obtained through follow-up with the pdrn. On (B)(6) 2021 the patient presented to the local hospital with reports of cloudy pd effluent, weakness, and abdominal pain. The patient was admitted to the hospital with a diagnosis of peritonitis. A pd effluent culture was obtained, and the patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin (dose, frequency, and duration unknown). The pd effluent culture resulted positive for prevotella buccae and corynebacterium amycolatum. The patient was discharged to home on (B)(6) 2021. The cause of the peritonitis event was attributed to the patient not donning a mask for pd treatment and not cleaning the pd catheter (not a fresenius product). There were no reported issues with the liberty select cycler or cycler set reported for this event. The patient continued to complete pd therapy during his recovery. Clinical investigation: there is a temporal relationship between peritoneal dialysis (pd) therapy utilizing the liberty select cycler with cycler set and the patient event of peritonitis resulting in hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and use of the liberty select cycler with cycler set. Additionally, there is no allegation of a device malfunction or deficiency or cycler set defect reported for this event. The cause of the peritonitis was attributed to a breach in aseptic technique with the patient not masking and not cleaning the pd catheter. This is supported by the culture results of prevotella buccae, a normal bacterium of the human oral and intestinal flora, and corynebacterium amycolatum, a member of the normal flora causing invasive infections such as peritonitis in immunocompromised patients. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler with cycler set can be excluded as the cause of the patients peritonitis with hospitalization.

Manufacturer narrative:
Correction: h10, h6 the correction from follow up #1 for g2 was performed inadvertently. There is no correction being made to g2.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] for a pd patient contacted fresenius customer service to report the patient was hospitalized due to peritonitis. The peritonitis was reportedly not related to use of the liberty select cycler, pd therapy, or other product. Additional information was obtained through follow-up with the pdrn. On (B)(6) 2021 the patient presented to the local hospital with reports of cloudy pd effluent, weakness, and abdominal pain. The patient was admitted to the hospital with a diagnosis of peritonitis. A pd effluent culture was obtained, and the patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin (dose, frequency, and duration unknown). The pd effluent culture resulted positive for prevotella buccae and corynebacterium amycolatum. The patient was discharged to home on (B)(6) 2021. The cause of the peritonitis event was attributed to the patient not donning a mask for pd treatment and not cleaning the pd catheter (not a fresenius product). There were no reported issues with the liberty select cycler or cycler set reported for this event. The patient continued to complete pd therapy during his recovery. Clinical investigation: there is a temporal relationship between peritoneal dialysis (pd) therapy utilizing the liberty select cycler with cycler set and the patient event of peritonitis resulting in hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and use of the liberty select cycler with cycler set. Additionally, there is no allegation of a device malfunction or deficiency or cycler set defect reported for this event. The cause of the peritonitis was attributed to a breach in aseptic technique with the patient not masking and not cleaning the pd catheter. This is supported by the culture results of prevotella buccae, a normal bacterium of the human oral and intestinal flora, and corynebacterium amycolatum, a member of the normal flora causing invasive infections such as peritonitis in immunocompromised patients. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler with cycler set can be excluded as the cause of the patient¿s peritonitis with hospitalization.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] for a pd patient contacted fresenius customer service to report the patient was hospitalized due to peritonitis. The peritonitis was reportedly not related to use of the liberty select cycler, pd therapy, or other product. Additional information was obtained through follow-up with the pdrn. On (B)(6) 2021 the patient presented to the local hospital with reports of cloudy pd effluent, weakness, and abdominal pain. The patient was admitted to the hospital with a diagnosis of peritonitis. A pd effluent culture was obtained, and the patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin (dose, frequency, and duration unknown). The pd effluent culture resulted positive for prevotella buccae and corynebacterium amycolatum. The patient was discharged to home on (B)(6) 2021. The cause of the peritonitis event was attributed to the patient not donning a mask for pd treatment and not cleaning the pd catheter (not a fresenius product). There were no reported issues with the liberty select cycler or cycler set reported for this event. The patient continued to complete pd therapy during his recovery. Clinical investigation: there is a temporal relationship between peritoneal dialysis (pd) therapy utilizing the liberty select cycler with cycler set and the patient event of peritonitis resulting in hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and use of the liberty select cycler with cycler set. Additionally, there is no allegation of a device malfunction or deficiency or cycler set defect reported for this event. The cause of the peritonitis was attributed to a breach in aseptic technique with the patient not masking and not cleaning the pd catheter. This is supported by the culture results of prevotella buccae, a normal bacterium of the human oral and intestinal flora, and corynebacterium amycolatum, a member of the normal flora causing invasive infections such as peritonitis in immunocompromised patients. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler with cycler set can be excluded as the cause of the patient¿s peritonitis with hospitalization.

Manufacturer narrative:
Correction: g2.